Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with an anterior chamber hemorrhage after having glaucoma stent implanted. Surgeon indicated the patient had no hemorrhage with device insertion or at one day after surgery, five or six days after surgery the vision became cloudy and she had anterior chamber hemorrhage. Surgeon stated this has gone away now and she is doing better. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of anterior chamber hemorrhage and cloudy vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The surgeon indicated the anterior chamber was clear at completion of the device implantation procedure and for the week thereafter. There is no mention of intraoperative complications and no mention of device failure. Anterior chamber bleeding in the perioperative period may have been related to severe coughing or heavy lifting by the patient; however, no information is provided regarding patient activity postoperatively. Possible root cause is that postoperative bleeding (hyphema) is a known risk associated with device implantation, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).